Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and mesh was implanted. The month after the procedure, the patient experienced infections, internal pain, retention of water and sepsis and had to self-catheterize. The patient underwent a partial mesh removal procedure in (B)(6) 2014. Following the removal procedure, the patient experienced recurrent stress incontinence. Currently, the patient is still experiencing pain and infection and waiting further surgery to remove the mesh. Additional information has been requested.